Event description:
It was reported by hcp that a motor stall message is shown after trying to read the pump with magnet. This was due to hcp incorrectly used magnet with synchomed ii pump. The syncromed ii pump was attempted to be interrogated with a (B)(4) software and magnet. This condition was normal because the magnet stalled the pump, then when using the proper software the motor stall message appeared. No consequences to the patient were reported. If additional information is received a report will be provided.

Manufacturer narrative:
(B)(4).